Event description:
A site nurse reported that their system starts up properly, however, the screen will sometimes go to [searching input]. After a hard shut-down; disconnecting and reconnecting the monitor data cable, the gui becomes visible. This happened while in a procedure, prior to registering the patient. The medtronic representative trouble-shooting with the site, cautioned them about continuing the procedure with navigation. The surgeon opted to complete the procedure with the use of the stealthstation treon treatment guidance system. There was no impact on patient outcome.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement monitor shipped to site (B)(4) 2013, was installed and resolved the issue. Medtronic investigation of suspect returned monitor finds the monitor goes blank several seconds after being connected to a test system. There was no image. Replacement monitor cable shipped to site (B)(4) 2013. The monitor cable was returned to manufacturer, unused. The original monitor cable was found to be fully functional.